Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, from a manufacturer representative (rep). Reported the patient continued to report poor pain control, but very numb. On (B)(6) 2021, they place da new spinal segment and removed the existing spinal segment. The hcp bolused from the pump and that was normal to test the pump segment. The catheter would be sent back for analysis.

Manufacturer narrative:
Continuation of d10: product ID: 8598a. Serial#: (B)(6). Implanted: (B)(6) 2021. Product type: catheter. The catheter was returned and no significant anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, lot# serial# hg4ak2k06, implanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 15-jul-2023. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving an unknown drug (unknown dose and concentration) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 the patient reported increased pain/inadequate pain relief. The device was reprogrammed where the morphine was increased.  It was noted the patient recently had their pump and catheter replaced on (B)(6) 2021, and the hcp suggested it was likely irritated nerves after the procedure.  Percocet was prescribed on (B)(6) 2021.  On (B)(6) 2021 the patient reported increased pain/inadequate pain relief along the spine and stated that they are tired of have pain.  Morphine was increased and 2 boluses were added.  The boluses were changed to flex for easier administration.  On (B)(6) 2021 2 boluses were added to flex dosing.  The patient reported very good pain relief with flex programming.  On (B)(6) 2021 due to poor pain control, the hcp suggested a catheter dye study (cds) to ensure the pump was delivering medication to the right location.  On (B)(6) 2021 the cds revealed the catheter was sluggish to aspirate.  The spinal catheter required a revision.  The outcome was noted as ongoing.  The device diagnosis was catheter occlusion and the clinical diagnosis was inadequate pain relief.  The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related.  The event date was (B)(6) 2021.